Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. An external abrasion breaching the outer insulation was noted at 6.1 cm to 7.6 cm from the distal tip which exposed the outer coil. Another abrasion was noted at 40.7 cm to 41.0 cm from the distal tip which also exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. (B)(4).